Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of stroke and embolism are known potential adverse events as listed in the nav6 instructions for use. Although a conclusive cause for reported patient adverse effects and relationship to the device, if any, cannot be determined, there is no indication of product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that the patient experienced a cerebrovascular accident during the acculink stent implantation in the left internal carotid artery due to distal embolization to the middle cerebral artery. The patient was treated with medication and attempted mechanical embolectomy. After the procedure the patient remained intubated in the intensive care unit for 1 day. Head CT was negative for infarction. Carotid doppler showed good flow throughout and a patent stent. The patient returned to neurological baseline 2 days after the procedure. No additional information was provided.